Manufacturer narrative:
Reference number: (B)(4). Exemption number: e2013003. Covidien is submitting this report on behalf of c.r. Bard, inc., (importer). Bard's tracking number: (B)(4).

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury, pain, disability and impairment. Product was used for therapeutic treatment.